Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported the v60 ventilator battery is not charging. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) replaced the battery to address the reported problem. The unit is ready for use.

Manufacturer narrative:
The manufacture field service engineer (fse) confirmed the reported problem. The fse tested the battery and found it was at 0 volts and was unable to charge.